Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0pt4a, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The implantable neurostimulator (ins) and lead were returned for analysis.

Manufacturer narrative:
Product analysis of ins (#(B)(4)) revealed no significant anomalies as it passed all functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0pt4a implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding patient who was implanted with a neurostimulator for gas trointestinal/pelvic floor issues. The rep stated that on (B)(6) 2017 the patient¿s lead and implantable neurostimulator (ins) were replaced. The patient experienced a return of symptoms. The patient fell and ever since the fall the patient did not have good symptom relief. Troubleshooting included an impedance check, actions to resolve the issue included working through all programs, but no results were seen so the physician replaced the patient¿s lead and ins. It was noted that the issue was resolved at the time of the report and the patient was alive with no injury. The rep stated that the lead and ins would be returned.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.